Manufacturer narrative:
Subject device remains implanted.

Event description:
Approximately 3 day post-procedure, a thrombus formed within the stent (subject device) leading to an infarct. According to the facility, the thrombus/ infarct was possibly related to the stent. No additional information is available at this time.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, stroke and stent thrombosis are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
Approximately 3 day post-procedure, a thrombus formed within the stent (subject device) leading to an infarct. According to the facility, the thrombus/ infarct was possibly related to the stent. No additional information is available at this time.